Manufacturer narrative:
The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the meter is received.

Event description:
A customer reported that they obtained imprecise sequential readings on their precision xtra meter. The customer obtained readings of 11.2 mmol/l, 9.4 mmol/l, 7.8 mmol/l and 1.1 mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the "c" zone. This difference in readings is considered clinically significant. There was no report of death, serious injury or mistreatment.